Event description:
The lead was explanted due to an impedance anomaly. During the explant, insulation abrasion was observed.

Manufacturer narrative:
The reported lead impedance was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. Analysis found lead insulation damage at 37cm from the connector pin due to clavicular crush. The pacing coil was exposed and one of the rv cables was fractured. Inside-out abrasion was noted at 51cm to 53cm and 56cm to 56.5cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.